Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Corrective actions have been initiated to address the reported issue.

Manufacturer narrative:
Investigation into this issue is ongoing and when additional information is received, a follow-up report will be submitted to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the package was not sealed and the locking screw was missing. There was no patient involvement and no delay in a procedure was reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).